Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On jul 31, 2017: translated claim received. Claim alleges massive and growing amount of cobalt and chromium, 3 mm thick coating covering the implanted hip prosthesis. No part and lot information provided. There is no report of revision at this time. This complaint was updated on: aug 7, 2017.

Manufacturer narrative:
(B)(6), 2017: translated claim received. Claim alleges massive and growing amount of cobalt and chromium, 3mm thick coating covering the implanted hip prosthesis. No part and lot information provided. There is no report of revision at this time. This complaint was updated on: (B)(6) 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.